Event description:
The customer reported that the device "turns off automatically during operation and there is no visible signs of demage." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the product involved with the above reported issue has been received by the local facility, but has not been returned to masimo hq to allow an investigation to be performed. Once the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device "turns off automatically during operation and there is no visible signs of damage." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned unit was evaluated. During evaluation the unit passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.